Event description:
It was reported that the pump's touchscreen was broken and unreadable, rendering it non-functional. There was no reported impact to the customer¿s blood glucose level. No further information was available.